Manufacturer narrative:
No strip lot number was provided by the caller. No further investigation is possible without this information. It is indicated that no product is being returned for investigation. This issue will continue to be tracked and trended.

Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:" date: (B)(6) 2015; inratio:2.1; nurse's poc meter: 6.1,6.1. Time between testing: 15 minutes patient self tester's therapeutic range: 2.0-3.0.